Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
It was reported that during treatment the nail unwound and shortened.

Manufacturer narrative:
Device evaluation: visual inspection of the returned nail revealed no external damage. The x-ray images taken upon return did not indicate any damage to the internal components and they revealed the nail had been partially distracted. The nail was functionally tested and was distracted and retracted with the high-speed magnet tool as well as with an external remote controller (erc). The length as received measured at 278.21mm. The minimum, and maximum length were measured at 244.18 mm and 326.05 mm, respectively, giving a total stroke measurement of 81.87mm which meets the specification. The distraction force testing was measured and met the specification. The nail has been determined to meet specifications. The complaint investigation and functional testing were unable to confirm or duplicate the alleged deficiency with this device. No objective evidence has been provided to confirm the reported loss of distraction. Despite multiple attempts to follow up with the complaint reporter, no additional information such as pictures or x-ray images have been provided to assist in clarifying the reported deficiency to support the complaint description of the nail shortening. Device record review: review of the device history records (DHR) indicates that the unit met all required quality specifications and testing prior to product departure.

Event description:
No additional information has been provided.